Event description:
Customer reports that the device spoke the result of 902mg/dl. She reports retesting and receiving a result of 279mg/dl. When reviewing the device memory, the result spoken was 502mg/dl instead of 902mg/dl. Customer states that she took 4 units of insulin based on the 902mg/dl result, but no adverse event reported due to this action. Device numeric reading range is 10mg/dl to 600mg/dl. Requested return of suspect device and replacement was sent.